Event description:
It was reported that print information was missing on the bd nexiva¿ closed IV catheter system packaging. This event occurred 9 times. The following information was provided by the initial reporter, translated from (B)(6): printing on the backside of individual packages was missing or had shifted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 29-mar-2022 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received nine sealed 24g x 0.75in. Nexiva units from lot number 1172790. Additionally, three photos were provided for investigation. A gross visual inspection found that seven of the units had misaligned print, two had missing print and one had double print. It is likely that the ¿ink smears¿ described in the verbatim are referring to the misprint observed on the units. The units were inspected for foreign matter, but no foreign matter was identified. The defect of ¿package print permanency¿ was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the printing process. A misaligned print could be caused by an incorrectly installed top web roll, misaligned top web roll, or a top web break. Double print could be caused by printer software issues. Missing print may be due to a clogged/damaged print head, printer failure or software issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that print information was missing on the bd nexiva¿ closed IV catheter system packaging. This event occurred 9 times. The following information was provided by the initial reporter, translated from japanese: printing on the backside of individual packages was missing or had shifted.